Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had diminished longevity due to the patient¿s requirement for 100% pacing and high right ventricular (rv) lead thresholds. The ipg and rv leads were explanted and replaced. It was further reported that the atrial lead was explanted due to lead-on-lead scarring with the rv lead. The atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.